Event description:
It was reported that during a procedure when the device lead was inserted to the rv lead connector and the setscrew was tightened, the lead came off. The lead was unable to be inserted. Another device was applied and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Correction: date returned to manufacturer should have been jul 3, 2018 rather than may 25, 2018.